Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 5824626. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted aneurysm embolization procedure with the target location on the left segment, it was reported that the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 5824626) did not advance when the physician pushed the delivery wire. It was verified that the introducer was fully seated and secure in the hub. Nothing unusual was noted about the system prior to use. Adequate and continuous flush was maintained through the microcatheter. The physician removed the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot # unknown) and the stent system outside of the patient, the stent body was impeded in the microcatheter. The physician removed the stent from the microcatheter and replaced it with another 4.5mm x 22mm enterprise® vascular reconstruction device and completed the procedure using the original microcatheter. There was no damage observed on the stent and stent delivery system when it was removed from the microcatheter. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 12/18/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the stent-assisted aneurysm embolization procedure with the target location on the left m1 segment, it was reported that the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452200 / 5824626) did not advance when the physician pushed the delivery wire. It was verified that the introducer was fully seated and secure in the hub. Nothing unusual was noted about the system prior to use. Adequate and continuous flush was maintained through the microcatheter. The physician removed the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot # unknown) and the stent system outside of the patient, the stent body was impeded in the microcatheter. The physician removed the stent from the microcatheter and replaced it with another 4.5mm x 22mm enterprise® vascular reconstruction device and completed the procedure using the original microcatheter. There was no damage observed on the stent and stent delivery system when it was removed from the microcatheter. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. Only the delivery wire was returned, and it was observed to be in good condition. Functional evaluation could not be conducted only the delivery wired returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 5824626. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint documented that during the stent-assisted aneurysm embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device did not advance when the physician pushed the delivery wire. When the physician removed the concomitant 150cm x 5cm prowler select plus microcatheter and the stent system outside of the patient, the stent body was impeded in the microcatheter. The reported issue could not be confirmed through functional evaluation as only the delivery wire was returned. It is possible that the stent detached in the microcatheter and was removed and not returned; the same original microcatheter was used to complete the procedure using a replacement stent. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.